Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastric stimulation and gastrointestinal/pelvic floor. It was reported that the patient had nausea, was vomiting up ¿yellow stuff, may be bile¿ and they had been in the hospital 3-4 times due to the device. The patient was requesting a new healthcare professional (hcp) for help because they h ave been adjusted and it did not help. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient thought the nausea and vomiting had something to do with their device. No steps were taken to resolve the issue and it had not been resolved.